Event description:
It was reported that the device did not fully infuse medication. Information on patient impact is unknown.

Event description:
It was reported that the device did not fully infuse medication. Information on patient impact is unknown.

Manufacturer narrative:
Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.